Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer received information alleging nasal/throat irritation or soreness,throat irritation,headache,congestion,particles in device. There was no report of harm or injury the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness, throat irritation, headache, congestion and particles in device, tubing and air way. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed black particles contamination inside the blower box, inside the bottom enclosure, and on top of the blower box lid was consistent with degraded sound abatement foam. Dust contamination was found in the modem accessory area of the top enclosure, the air inlet, and the iso (international organization for standardization) port. And also confirm presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination and multiple contaminants and are consistent with being from an external source. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.